Event description:
Patient reported their dentist recommended them to discontinue the byte aligners due to gum issues.letter of recommendation was provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.